Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of an undisclosed saline breast implant prosthesis. Post-operatively, the patient had another breast surgery for an unknown reason on (B)(6) 2022. During explantation, the left breast implant was discovered deflated. There were no reported delays or patient outcomes because of the deflation. The patient underwent removal and replacement with 450cc mentor memorygel breast implants.